Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for a resection of a malignant thyroid tumor. After intubation with a special endotracheal tube (neuromonitoring endotracheal tube), with no anatomical problems causing ventilation resistance, the physician team reportedly had difficulty ventilating the patient. The endotracheal tube was pulled out and manual ventilation was performed. Ventilation was achieved after re-inserting the same endotracheal tube; however, difficulty in ventilation occurred a second time approximately 10 minutes after reintubating the patient. Consequently, the tube was removed again, and manual ventilation was attempted. It was reported that bronchospasm (silent lung) was considered, and symptomatic treatment was given. Epinephrine, albuterol, and sevoflurane inhalation were administered; however, the patient¿s ventilation did not improve. The patient¿s heart rate dropped, and oxygen saturation was not able to be maintained. Even though chest compressions were performed, ventilation was still not possible achieved. After nearly 15 minutes of resuscitation, the patient¿s heart rate recovered spontaneously and the patient was able to be ventilated. The patient was sent to the surgical intensive care unit (sicu) for continued treatment. The patient remains unconscious and was clinically diagnosed as brain dead.